Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the lead was returned, analyzed, and analysis revealed that the lead conductor was fractured. Concomitant product: product ID: 7232cx, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy and there was t-wave oversensing (twos) on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.